Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, the load on the stapler fell apart into 3 pieces when the tech removed the shipping wedge. The device never came in contact with patient. Another stapler was opened and the procedure was completed without issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The cartridge of the single use loading unit (sulu) was disengaged from the channel. In addition, three knobs on the posterior side of the disengaged cartridge of the sulu were broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage to the sulu may occur if the cartridge of the sulu is subjected to excessive force when attempting to unload the device. The release button at the distal end of the instrument should be utilized for proper removal of the sulu. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.